Event description:
It was reported that sixteen months after implant the patient developed an infection and sepsis. The implantable pulse generator (ipg) and leads were explanted and replaced four days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58 lead, (B)(6) 2013. (B)(4).